Event description:
It was reported that a pt's generator was replaced because the surgeon believed it was not functioning properly. No specifics were provided on the exact issue and good faith attempts to obtain this info have been unsuccessful to date. The explanted generator has been returned to the MFR, however, device evaluation has not been completed.